Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. On (B)(6) 2013 at an unspecified time, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, a 10 minutes patient lockout, and a 4mg 4 hour dose limit. On (B)(6) 2013 at 2100, it was reported the patient¿s pain level was an 8 out of 10. On (B)(6) 2013 at 0500, it was reported that the patient¿s pan level was 10 out of 10. At this time, the nurse noticed that the device had powered off by itself without sounding an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. At an unspecified time, the customer reported that the patient was treated with tylenol 650mg po as previously ordered. At 0745, it was reported that the patient¿s pain level decreased to 3 out of 10. During testing at the user facility, the device powered off by itself without sounding an audible alarm tone. Though requested, no add¿l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact reported after the battery was replaced, the device passed testing at the user facility and was returned to clinical service. The history was downloaded at user facility. A review of the device history found there is no device programming or device activity for the reported event date of (B)(6) 2013; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.